Event description:
It was reported that the patient presented remotely via merln.net. Review of transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were recommended, but no changes or intervention was performed. There were no patient consequences.

Event description:
New information indicates that the pptwos reoccurred. There were no patient consequences.